Event description:
During a ptcra procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a calcified and 99% stenotic lesion of the lcx. This balloon was being used for dilation after rotational atherectomy. A 6fr medikit introducer sheath, a heartrail al2 guide catheter, and a runthrough ns 0.014 guide wire were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "good."